Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported that during setup for use to the sipap, it was found that blended gas blows from the exhaust and the inspiratory connection at around 20l/m, even with both flow meters closed off completely. The reporter confirmed that there is no patient involvement associated on this event.